Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in (B)(4) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: the strips in this vial are always not working properly. It shows severe hypoglycemic and there is no any error message in the meter preventing the whole system is failing. It appeared in cs delicias sur low results - all results are wrong. It always measures under 50 mg/dl test strip expiration date is 04/27/2018.